Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. Device evaluation: the customer's report of earth's resistance to high was duplicated and attributed to loosened hardware at a connector on the ac charger board. The ac charger board was replaced to resolve the report. The device was recertified and returned to the customer. The customer's report of high leakage current was observed during initial testing; however, after disassembling the device to determine the root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed the earth ground resistance test and leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.